Event description:
It was reported that the patient experienced pocket stimulation and elevated right ventricular thresholds when programmed bipolar. The right ventricular lead was explanted and replaced.